Event description:
The device has been placed in the pt approx 3 months prior to the retrieval procedure. The customer reported that the cranial end appeared to be fractured. Retrieval was not attempted.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints regarding this failure mode w/in this lot have been reported. The device has not been returned. A supplemental report will be submitted if/when the device has been returned and investigation has been completed. We will continue to monitor complaint for this failure mode via our standard complaint review process and data trending activities.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to volcano policy. Upon receipt, filter was decontaminated and inspected. Gross inspection of decontaminated filter confirmed wireform fracture at r1 and missing l2 extended anchor. R1 fracture: upon stereomicroscopic inspection at 40x magnification, it was noted that the location of the fracture was adjacent to the r1 anchor crimp indent location. No evidence of thermal or other damage to the nitinol wireform in either location was observed. In the absence of any evidence of the wireform or device out of specification, analysis supports that the wireform most likely fractured due to a resultant zone of residual wireform strain and exposure to in-vivo stresses which ultimately led to a fatigue fracture. Scanning electron microscopy (sem) and x-ray analysis were performed. Sem and x-ray analysis of the filter indicate that the wireform fractured adjacent to the cranial end of the crimp. Radial lines on the noncrimp end wire surface are consistent with a fatigue fracture. Scanning electron microscopy (sem) and x-ray analysis were performed. Sem and x-ray analysis of the filter indicate that the wireform fractured adjacent to the cranial end of the crimp. Radial lines on the noncrimp end wire surface are consistent with a fatigue fracture. Evidence of post-fatigue fracture abrasion of wire surfaces was observed. No other significant abnormalities (i.e.: circumferential grind marks, surface gouges or nicks) were observed. L2 anchor fracture: analysis suggests a ductile overload failure of l2 anchor due to the retrieval process. Excessive retrieval forces cited as the reason for aborting the first retrieval attempt suggest the ivcf was subjected to significant forces due to the clinical presentation of the filter, the retrieval sheath(s) used or retrieval technique. No evidence of surface defects or thermal damage to the extended anchor was observed.